Event description:
It was reported that during a laparoscopic cholecystectomy procedure a total of only five clips were fired and past that there was no clips in the device. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed four conforming clips and six clips with gap as the clip snapped towards the tissue stop. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended but the orange indicator did not show up. Please note the indicator wheel failure and the clip snapping towards the tissue stop are not related to the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.